Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and an error message "call tech support err69" was displaying on screen. The "try it" manual test could not be performed due to the error message. Functional testing was performed and the tests failed. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.